Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient feels like something has changed. He stated he is usually is on 3 for stimulation, but this morning that stimulation intensity felt really strong for him, and lowered it to 0.9 to where it is now comfortable for him. The patient is confused to as why he feels the same amount of comfortable intensity at 0.9 now. He stated this has been consistent all day and is not related to positional movement. He denies any recent changes to his settings. The patient is unsure if he may have twisted wrong or did something wrong last night to cause this. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said there was a previous incident in which they became very sensitive. No further complications were reported/anticipated.